Manufacturer narrative:
(B)(4).

Event description:
A friend or family member of a patient who had an implantable neurostimulator (ins) for cervical/neck and spinal pain reported on (B)(6) 2015 that the ins was depleted and they could not connect to the ins using the patient programmer or the recharger. The caller was not sure when the patient had last felt stimulation, had last charged the ins, or had been able to use the programmer to connect to the ins. They weren't sure if the patient had a programmer. No patient symptoms were reported. The patient and/or caller were to follow up with their health care provider (hcp). A supplemental report will be submitted if additional information is received.